Event description:
It was reported that the customer was losing contact between her sensors and insulin pump. Her blood glucose was 256mg/dl at the time of reporting. The sensor was returned. No additional information was reported.

Manufacturer narrative:
Findings: (B)(4) analysis inspected one used sensor and performed bbs solution test and sensor failed per specs no isig reading detected due to found sensor contact pad damage. (B)(4).